Event description:
Complainant alleged that the medics were attempting to defibrillate a patient who was pulseless and apneic. Following two shocks of 200 joules delivered to the patient, the medics observed an electrical arc at the center of the chest pad upon delivering a third shock of 300 joules to the patient. The medics continued treating the patient with the same set of pads, administering an additional nine shocks at the setting of 360 joules (11 shocks total). The medics reported they observed arcing during several of the additional shocks. The complainant indicated that after care was transferred to the local hospital, the patient eventually expired. It is not immediately known if the patient expired as a result of the reported malfunction.